Event description:
Overdelivery reported. The pump was set to infuse lactated ringers on the primary line at a keep open rate of 20cc/hr, and a multiple dose container of flagyl 500mg in 100cc bag on the secondary line to run at 100cc/hr with 50cc dose limit. Thirty minutes after the flagyl was started, the pump alarmed dose end, and it was noted that despite the 50ml dose limit, the entire 100cc bag of flagyl had infused. No patient harm was reported.